Event description:
Customer alleges that the light source initially worked. When the grl blade was engages with the handle the blade didn't press the button down far enough to illuminate the light source. This issue was detected at the time of opening the package. No report of pt involvement or harm/injury to a pt.

Manufacturer narrative:
(B)(4). The device sample was not returned for eval at the time of this report.